Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy while working on the fundus, the reported devices misfired. The surgical time was extended by 30 minutes or more due to the device problem. Surgeon replaced the device to resolve the issue. No patient injury.